Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6.

Event description:
Patient reported "separation of capsule and shell as well as inclusions of the silicone mass" this record is for the right side. The device was explanted and replaced with nonabbvie.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "separation of capsule and shell as well as inclusions of the silicone mass" this record is for the right side. The device remains implanted.